Event description:
A patient reported experiencing inaccurate erratic results with an otbe meter. The patient's blood glucose results were 125, 320, 290, 285, 135 mg/dl meter to lab. Tests were done within 10 minutes with a difference of 36%. Patient did not experience any adverse events. No further information has been reported. Note: customer using expired control solution and cleaning meter incorrectly.